Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was oversensing. It was also noted that premature ventricular contractions (pvc) were present. The device remains in use. No patient complications have been reported as a result of this event.